Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 45 mg/dl. Carbohydrates and juice were consumed to treat the low bg level. Reportedly, the contact assisted the customer with treating the low bg level. Review of the pump settings verified that the total day dose had been set to deliver twice the amount of insulin from the previous pump settings. Reportedly, the customer consulted with healthcare provider to verified the pump settings.